Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated on 2 occasions before use. When handling the components the customer's finger was injured. The following information was provided by the initial reporter: this is a report about two issues, hub separation and harm of finger. The needle with the shied was separated from the hub. After that, when handling the affected components, the customer injured his/her finger. He/she had bleeding but it was mild in severity. No information on whether the shield was tight to remove or not was provided.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated on 2 occasions before use. When handling the components the customer's finger was injured. The following information was provided by the initial reporter: this is a report about two issues, hub separation and harm of finger. The needle with the shied was separated from the hub. After that, when handling the affected components, the customer injured his/her finger. He/she had bleeding but it was mild inseverity. No information on whether the shield was tight to remove or not was provided.

Manufacturer narrative:
H.6. Investigation: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 9231316. Customer states that the needle with the shied was separated from the hub, they injured their finger, and there was bleeding. The returned syringe was tested and the hub assembly did not separate from the barrel when removing the shield. No defects were observed on the sample that may have led to a needle stick or bleeding. A review of the device history record was completed for batch# 9231316. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200842714] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.